Event description:
The patient contacted animas on (B)(6) 2014 reporting that they primed while on attached and their blood glucose (bg) dropped quickly from 250mg/dl to 80mg/dl in 45 minutes. The patient was taken to the emergency room and treated by a healthcare professional. This report is being made due to the bg excursion the patient experienced due to the patient priming while attached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient priming while attached). This